Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority representative reported during the intraocular lens implantation plastic filaments were seen on the back surface of the lens after implantation into the eye. These plastic filaments were then removed from the eye and the surgery was completed on the same day.